Event description:
A 3-level anterior cervical plate was implanted at levels c4-c7. The two locking caps at c7 have migrated out of their originally implanted position. One of these locking caps at c7 has partially disengaged from the cervical plate. The other of these locking caps at c7 has fully disengaged from the cervical plate and remains in close proximity to the construct. The cervical plate was not bent to fit the pt's anatomy. The pt is not experiencing any pain as a result of this event. The surgeon does not plan on removing the locking caps from the pt at this time.

Manufacturer narrative:
Method: no testing methods performed (related implants were not returned to MFR). Results: no results available since no eval performed (related device was not returned to MFR). Conclusions: failure to follow instructions (plate not bent to fit pt anatomy).